Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arcr procedure, a crack appeared in the healicoil knotless distal anchor when passing the suture through the anchor and inserting the anchor into the bone hole, no fragments fell into the body and the cracked piece was removed when removing the inserter from the bone hole. In the process a bone hole was made using a straight awl, the proximal anchor passed the six straps through the anchor. The procedure was completed with a non-significant delay using a swivelock 4.75 device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal anchor, distal plug, and proximal anchor were returned on the insertion device. The distal anchor has a crack in the lower neck, below the eyelet. There is no visible deficiency with the distal plug, proximal anchor or insertion device. A functional evaluation showed rotating black knob one advances the distal plug as intended and rotating orange knob two advances the proximal anchor as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that the tensile strength has been established and a material certificate of analysis is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.